Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the lcd touchscreen.

Manufacturer narrative:
Section h10, additional manufacturer narrative, of supplemental medwatch report 001 stated: h6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the lcd touchscreen. Section h10, additional manufacturer narrative, of supplemental medwatch report 001 should have stated: h6: ventec was provided with a copy of the authorized third party service provider (asp) work order where it was observed that the date that the asp had observed the reported issue was 7/09/2021. As a result, section b3, date of event, has been updated from 8/02/2021 to 7/09/2021. The device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the lcd touchscreen.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider reported that the touchscreen on the device was unresponsive. There was no patient involvement associated with the reported event.